Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar stenosis and degenerative disc disease underwent an unspecified spinal procedure at l5-s1. Intra-op, cage cracked when inserter was malleted. Cage broke into fragments. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual review and microscopic inspection reveals fracture just past the ¿nose¿ of the implant. Microscopic examination of inserter interface posterior nose identified crack originating at the implant inserter interface, suggesting significant impact during attempted insertion. The location and nature of the fracture suggest brittle overload during implantation as the mechanism of failure.